Manufacturer narrative:
Conclusion: according to the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by diagnostic imaging. Further during device investigation damage to the electrode array most likely caused by the reported difficult insertion attempts was found, explaining the observed hi channels whilst implanted. Other damages are related to the removal surgery. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
Initially it was reported that the user had skin issues over the device. However there were never any issues with the skin flap as initially reported. Further information received stated that during the re-implantation ((B)(6) 2008) of this site there were problems with the insertion of the electrode. A second attempt was made on (B)(6) 2008 and a full insertion was achieved.

Event description:
Initially it was reported that the user had skin issues over the device. However further information received stated that during the re-implantation ((B)(6) 2008) of this site there were problems with the insertion of the electrode. A second attempt was made on (B)(6) 2008 and a full insertion was achieved. The device was then explanted and the user was re-implanted. There were never any issues with the skin flap as initially reported.